Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by performing the prime bf wash. Fse found twisted tubing going out of the wash tank. Fse resolved the complaint by untwisting the tubing.. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date( B)(6) 2022. There were two similar complaints identified during the search period including this case. The aia-900 operator's manual under section12: error messages states the following: (2239) bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. (2240) bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event was due to the twisted tube going out of the wash tank.

Event description:
A customer reported error messages ¿2239 bf probe 1 purge failure and 2240 bf probe 2 purge failure¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.